Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had increasing and high impedance. Patient alert was triggered. Patient had intermittent, non-symptomatic lost of capture (loc). Programming lv lead configuration produced normal pacing impedance and capture. The lead remains in use. No patient complications have been reported as a result of this event.